Event description:
On (B)(6) 2018, the reporter (wife) for the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch select simple meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on customer service representative (csr) documentation. The reporter stated that the issue began around the (B)(6) 2018. The reporter stated that the patient obtained an alleged reading on the subject meter of ¿approximately 10.0mmol/l¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. She reported that he manages his diabetes with insulin (self-adjuster) and increased his dose of insulin by an unspecified amount in response to the alleged issue (sliding scale). The reporter stated that on an unspecified time after the alleged product issue began he developed the symptoms of ¿increasingly weak and sweaty¿.the reporter stated that she called ems for non-diabetes related issue and whilst waiting for the ems to arrive her husband ate a candy bar and felt better. The reporter stated that one hour later the ems arrived, and they took a blood glucose result on their meter. However, she was unable to recall what the result was. At the time of troubleshooting the csr noted that the correct unit of measure was used to obtain a result. The patient¿s test strips were stored correctly and had not expired. The patient did not have control solution to complete a test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.